Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited loss of capture in all configurations using ring electrode. It was noted that the impedance measurement with those configurations were high and out of range at 2500 ohms. The clinician stated that she reprogrammed the lead tip to rv with good capture and impedance measurements. A lead fracture was suspected but not confirmed. At this time the crt-d and lv lead remain in service and no adverse patient effects were reported.